Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: a01411002, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 37791, product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The patient and a manufacturer representative reported that the patient had a damaged cord on their stimulator from their box to their belt. The patient's recharger antenna was also damaged so they were sent a replacement recharger antenna. However, the patient then indicated that their desktop charger connector pin was actually broken. They didn't know exactly when the connector pin broke but they went to use their recharger a week and a half prior to (B)(6) 2014 and they noticed the broken connector pin. The patient was sent a replacement desktop charger. Additional information received on (B)(6) 2014 reported that the patient met with a manufacturer representative and they were able to start charging after a jump start. The patient was supposed to continue recharging when they got home but it didn't work and wouldn't charge. The patient's implantable neurostimulator (ins) was suspected to be in overdischarge. The cause of the overdischarge was noted to be the patient not charging their device. Both the programmer and recharger indicated poor communication and a clinician programmer could not read the ins. This issue had been going on for at least a month or two. It was noted that the patient's recharger was damaged and physically broken at the cord that goes from the recharger to the antenna and it was very loose. Nothing was showing up on the recharger screen. Their recharger belt also broke on (B)(6) 2014 so the patient was sent a replacement recharger belt. The patient also noted that their recharger antenna was damaged so they were sent another replacement recharger antenna. The replacement antenna and belt did not resolve the recharger issue. As of (B)(6) 2014 the patient could not recharge their ins and didn't have their recharger with them to troubleshoot. It was noted that the patient was told that their replacement recharger antenna was taken from them as they were told it was the wrong size and wouldn't fit. The patient had not been able to use their recharger for 2 months. The patient was sent a replacement recharger. The patient was implanted for multiple back operations.